Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens in the patients left eye (os). The lens will be explanted for a smaller lens. The lens remained implanted. Additional information has been requested but none has been forthcoming.